Event description:
The device was used during a thoracoscopic video assisted thoracic surgery. Reportedly, the staples did not form properly and the safety broke. The surgeon applied another device and resected the tissue at the application site. The hospital has reported no pt injury occurred.